Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Customer's blood glucose (bg) levels reached over 500 mg/dl, and customer had high ketone levels. Customer was admitted to the hospital and treated with fluids and insulin injections. Customer was released from the hospital 2 days later.